Event description:
It was reported that during a lap anterior resection procedure, the distal firing was made with the device using blue reloads for two firings. When circular stapler was introduced transanally, the staple line opened up. The surgeon needed to dissect further and stapled across with the same stapler and 2 more blue reloads. The staple line was fine and anastomosis was complete. The tissue was mid rectum. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.